Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that three infusion sets had bent cannulas. As a result, customer experienced high blood glucose of 490 mg/dl. It was found that insertion method was correct. Caller declined troubleshooting for high blood glucose. Infusion sets would be replaced.